Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of transmission, it was observed the patient's right ventricular lead was oversensing noise, causing inhibition of pacing. No known intervention was performed. The patient was stable.